Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a rfa procedure on (B)(6) 2026, error messages for connection issues between the probe and generator were received. Troubleshooting/ replacement of the electrode was unable to resolve the issue. As such, the procedure was abandoned.